Event description:
As reported by the user facility: (B)(4). On (B)(6) 2012-over infusion of etoposide/vincristine/adriamycin solution. Pump set to deliver 1000ml at 42ml/hr.

Manufacturer narrative:
(B)(4). (B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). The pump has software version 68g030102. The volumetric accuracy was tested three times with a rate of 42ml/h and a volume to be infuse of 510.9ml. The results were all within specification at 514ml, 510ml and 512ml, no free-flow door closed or opened. The pump's operation log was reviewed. On (B)(6) 2012 at 11:25:18pm a previously programmed infusion with a rate of 42.0ml/h was re-started, the infusion was manually stopped at 3:00:15am on (B)(6) 2012 with a total volume infused of 150.45ml or 100.0% of the expected volume. On (B)(6) 2012 at 3:00:54am the infusion was re-started with the same rate of 42.0ml/h. At 4:16:12am the infusion was manually stopped with a total volume infused of 52.72ml or 100.0% of the expected volume. At 4:19:41am the infusion was re-started with the same rate of 42.0ml/h. At 5:39:20am the infusion was manually stopped with a total volume infused of 55.75ml or 100.0% of the expected volume. At 5:39:47am the infusion was re-started with the same rate of 42.0ml/h. At 5:41:31am the infusion was manually stopped with a total volume infused of 0.63ml or 100.0% of the expected volume. At 5:41:01am a new rate of 22.0ml/h was entered. At 5:41:03am the pump door was opened and at 5:44:29am a tubing selection was requested. At 5:44:53am a new rate of 532.0ml/h was entered and the infusion was started with the new rate of 532.0ml/h. At 5:44:58am the infusion was manually stopped with a total volume infused of 0.65ml or 88.0% of the expected volume. Due to the brief time interval a deviation of greater than 5% can be expected over an interval of 2 minutes or less. At 5:45:06am a new rate of 81.0ml/h was entered then at 5:45:09am the rate was changed to 80.0ml/h. At 5:45:10am the infusion was started with the rate of 80.0ml/h. At 6:45:32am the infusion was manually stopped with a total volume infused of 80.47ml or 100.0% of the expected volume. At 6:45:32am the pump door was opened and at 6:45:36am a "tube_drive_open_req" was selected. At 6:45:42am the pump from unplugged and at 6:48:34am the pump was powered off and not used for the rest of the day. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer.